Event description:
The user facility reported that during a patient procedure a cover from their surgical light fell onto the patient. The patient was administered antibiotics as a preventative action and the sterile field was reestablished subsequently causing a delay; the procedure was completed successfully.

Manufacturer narrative:
A steris service technician inspected the lighting system and found that the shell cover had broken off and the internal screw to be broken. As the internal screw was broken, this allowed the cover to detach and fall. While onsite, the steris service technician took pictures of the surgical light and sent them to steris quality for review. The pictures were reviewed, and it was observed that stress cracks were visible on the screw stand-offs as well as an orange-colored stain in the screw holes. The orange stain may be from an iodine based cleaning solution which is not a steris approved solution or method of cleaning. The technician replaced the light head cover and lighting shell, tested the surgical light and returned it to service. The operator manual harmonyair¿ surgical lighting system g series (rev. G) 10043124: states in the safety precautions section: "cleaning and disinfecting agents used on this lighting system must be certified by their manufacturer to\be compatible with the following materials: polycarbonate, polyetherimide, santoprene. Do not spray any cleaning product directly onto the lighthead or any system components. Dampen a soft cloth with the cleaning solution and wring out the excess moisture. Do not bump lightheads into walls or other equipment." Steris counseled user facility personnel on the proper use, operation and cleaning practices for the harmonyair surgical light. No additional issues have been reported.